Event description:
A 40-yr-old woman received one sheet of film during a laparotomy for adhesiolysis and sigmoid resection performed on 10/18/97. Film was applied under the abdoinal incision line. On her 6th day post-op, she experienced increasing abdominal pain, fever to 38.9 c and guarding. A contrast enema showed no leak from the colorectal anastomosis. The pt reported her pain worsened and the physician noted increased guarding. A second laparotomy was performed with the following findings: edematous supracolic compartment including peripacreatic tissues; normal small bowel, no adhesions, anastomosis intact; no signs of infection. The abdomen was lavaged and closed. The pt recovered. On follow up, the physician described the event as a "toxic -type episode." The physician also reproted that "the sigmoid resection has improved bowel pattern and her deep abdominal pain significantly." The reporting physician indicated that the event was possibly related to usage.